Event description:
It was reported that the patient presented in clinic due to dizziness. Device interrogation revealed noise oversensing causing pacing inhibition on the right ventricular (rv) lead. (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient was in stable condition.